Event description:
The manufacturer received information alleging a service required condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, the customer's complaint was confirmed. The system board was found damaged, with traces of burn and corrosion. There was no report of visible smoke or fire. Additional findings observed that were not related to the reported issue : inlet/outlet seal with contamination, blower box with contamination, system board with contamination, heater plate with contamination. Device is scrapped as customer requested that device not be repaired. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.